Event description:
It was reported that there was no stimulation from the lead during intra-operative testing. The physician moved the lead multiple times in the epidural space and multiple tests were attempted without success. The physician moved the lead from channel 8-15 to channel 0-7 without results. The lead was replaced and the patient felt "good stimulation" both during procedure, as well as post-operatively. Patient is currently undergoing her trial with no further issues. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis of the lead revealed the following: no anomaly found. Final device analysis of the stylet revealed the following: no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc. Product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.